Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting machine was leaking coolant.